Event description:
It was reported in published literature that after the device had been used in laparoscopic splenectomy, the pt was readmitted with a subphrenic collection that was aspirated under ultrasound guidance.

Manufacturer narrative:
(B)(4) 2013. The incident sample was not returned for evaluation. Additional questions in regard to the incident have been asked. It additional information pertinent to the incident is obtained, a follow-up report will be submitted.